Event description:
Pt arrived for treatment session #29 with increased shortness of breath and atypical chest pain. Two nitro were taken, breath sounded coarse. Treatment was started. Pt only tolerated 8 minutes of the treatment, when his heart rate increased to 103 and he experienced chest pain and wheezing. Pt taken to ER.